Event description:
Subsequent to the previous medwatch report, additional information was received:via follow-up echocardiogram, on (B)(6) 2021, severe mr was noted, related to the slda mitraclip.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the previous medwatch report, the additional information was received: patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient had presented for the mitraclip procedure with degenerative mitral regurgitation (mr) grade 4+ and grade 3-4, with multiple pathologies including a bileaflet ((anterior leaflet 2 (a2), posterior leaflet 2 (p2)) prolapse, posterior leaflet flail and mitral annular calcification. An ntw mitraclip was attempted, however, due to the wide jet extending a2-p2 to the medial commissure, the clip was difficult to grasp and unable to capture the leaflet with a good quality capture. Several attempts were made; however, this clip was unable to capture. It was decided to remove the ntw and attempt with a larger size xtw clip. The xtw mitraclip was implanted at the a2p2, reducing the mr from pre-procedure values. Following, there was a single leaflet device attachment (slda) and the mr increased to grade 3-4 but remained less then pre-procedure values. Reportedly, the slda was due to poor imaging related to the patients anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific issue. Based on the information provided, it appears that reported issue of single leaflet device attachment (slda) and poor image resolution appears to be related to procedural conditions. The patient effects of mitral regurgitation (mr) is a cascading effect of the slda, related to procedural conditions. Additionally, the mr and unspecified tissue injury are listed in the potential complications and adverse events section in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.a3: gender.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Imaging was noted to be difficult due to the anatomy. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure was aborted with the mr remaining at 3-4. The posterior leaflet was possibly damaged. Although it could not be visualized very good on imaging, it was highly suspected the leaflet was damaged. Per the physician, the slda was due to the poor imaging. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.